Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2018 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elective replacement indicator (eri) was triggered on the implantable pulse generator (ipg) battery. It was also reported that the ipg was in vvi mode and pacing at 65 beats per minute. It was determined that the ipg had experienced a measurement lock-up and that the eri trigger was false. The eri was reset and the ipg reprogrammed. No patient complications have been reported as a result of this event.